Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported an unspecified higher sensor reading as compared to freestyle libre 2 reader's built-in meter, and subsequently experienced a loss of consciousness due to hypoglycemia. The customer's partner treated customer with glucose packet and juice, and customer was able to eat food after beginning to feel better. There was no report of death or permanent injury associated with this event. The customer provided the following comparison, taken days prior to adverse event: 204 mg/dl and 180 mg/dl from sensor against 100 mg/dl and 82 mg/dl from built-in meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.